Event description:
It was reported that the 9800 system intermittently after screen saver mode goes on the right monitor does not go into full brightness. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board, display adaptor, hard drive, and both monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.